Event description:
It was reported that a patient presented following implant with dislodgement noted on the right ventricular lead. Upon examination, the lead insulation was found to be damaged. The lead was explanted on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and insulation problem. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead, the helix was able to be extended and retracted. The helix length was measured within specifications. Visual examination found the outer insulation damaged consistent with procedural damage. The cause of the reported event of insulation problem was isolated to the damaged outer insulation. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.